Manufacturer narrative:
(B)(4).

Event description:
The customer reported a quality inspection issue where it was confirmed that the device failed to power up. There was no report of patient involvement.